Event description:
It has been reported to us that during use with the introducer sheath clot formations were noticed. The pt is reported to be fine. A request for additional info about the specifics of the case has been made to the account.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.